Event description:
It was reported that the patient experienced a cerebral vascular accident (cva) and thrombosis. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient experienced a thrombotic cva. The cva was identified via computed tomography angiography (cta), clot had been ruled out pre-procedure via transesophageal echocardiogram (tee) and intracardiac echocardiography (ice). During the procedure the patient had an activated clotting time (act) of about 470 seconds. The patient was transferred to another hospital for a thrombectomy. The patient is recovering from the complication. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.